Event description:
It was reported that the tip was detached, requiring additional intervention. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery, a 7x150, 130 cm eluvia drug-eluting vascular stent system was selected for use. During the procedure, a deployment failure occurred, necessitating withdrawal of the entire delivery system to facilitate stent release. The stent became elongated but was ultimately successfully deployed. Following deployment, the catheter tip was noted to have detached and remained near the aorta. An attempt to retrieve the detached tip using a snare was unsuccessful, possibly due to migration into the dissection cavity. The procedure was completed using the original device. No additional patient complications were reported as a result of this event. It was further reported that iliac artery tortuosity may have been a contributing factor. No additional procedures were performed beyond standard post-expansion, and no dissection was observed.

Manufacturer narrative:
The device was returned for analysis. Visual and tactile examination identified multiple kinks in the outer sheath. The inner sheath was observed to be detached approximately 150 mm proximal to the distal tip. The device was received with the stent already deployed from the delivery system; the deployed stent was not returned. Visual examination confirmed that the detached segment of the inner sheath retained the distal tip. Multiple kinks in the inner sheath were also noted. No issues or damage were identified on the device handle upon visual inspection. The handle was opened for further evaluation, which revealed evidence of inner sheath prolapse.

Event description:
It was reported that the tip was detached, requiring additional intervention. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery, a 7x150, 130 cm eluvia drug-eluting vascular stent system was selected for use. During the procedure, a deployment failure occurred, necessitating withdrawal of the entire delivery system to facilitate stent release. The stent became elongated but was ultimately successfully deployed. Following deployment, the catheter tip was noted to have detached and remained near the aorta. An attempt to retrieve the detached tip using a snare was unsuccessful, possibly due to migration into the dissection cavity. The procedure was completed using the original device. No additional patient complications were reported as a result of this event. It was further reported that iliac artery tortuosity may have been a contributing factor. No additional procedures were performed beyond standard post-expansion, and no dissection was observed. It was further reported that the cause was thought to be related to placement using a 0.014-inch guidewire.

Event description:
It was reported that the tip was detached, requiring additional intervention. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery, a 7x150, 130 cm eluvia drug-eluting vascular stent system was selected for use. During the procedure, a deployment failure occurred, necessitating withdrawal of the entire delivery system to facilitate stent release. The stent became elongated but was ultimately successfully deployed. Following deployment, the catheter tip was noted to have detached and remained near the aorta. An attempt to retrieve the detached tip using a snare was unsuccessful, possibly due to migration into the dissection cavity. The procedure was completed using the original device. No additional patient complications were reported as a result of this event.